Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experiencing difficulty charging the pump with the usb cable. Reportedly, the charging-cable was cracked exposing the cable wires. Customer used an alternate usb cable and the pump charged successfully. Blood glucose level was 269 mg/dl.